Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tibial inlay component; cat# unk_ofl; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of a mako uni knee due to pain and cyst formation under the tibia.